Event description:
This case reported by a consumer, who contacted the company to report a product complaint with add'l info provided by the consumer, concerned a 12 year old female patient of unk origin. Medical history included high risk diabetes, hyperthyroidism, and insulin use since approx 2003. Concomitant medications included levothyroxine, fluoxetine, insulin detemir, and metformin. The patient received insulin lispro (humalog) via cartridge per a reusable memoir pen (humapen memoir), 1-7 units on a sliding scale three times daily, for the treatment of an unspecified indication, beginning on an unspecified date. The patient had a blood sugar of 837 mg/dl on an unspecified date after receiving 50 units of humalog and in 2007; she was hospitalized with diabetic ketoacidosis and presented with a blood sugar of 827 mg/dl. Her hospitalization was preceded by headache, stomach ache, and extreme thirst on an unspecified date. The reporter stated that the patient spent 12 hours in the pediatric intensive care unit while hospitalized and had blood work and a urinalysis completed. The results of the lab tests were not provided. It was unk if treatment measures were implemented for the diabetic ketoacidosis. Corrective treatment for the high blood sugar included metformin. The patient was discharged from the hospital two days later and was recovering from the diabetic ketoacidosis. It was unk if the patient recovered from the events of headache, stomach ache and extreme thirst. The memoir pen was not used during the hospitalization. The pen had jammed on occasion prior to the diabetic ketoacidosis, but it was reported that upon discharge from the hospital and returning home, an fo error was discovered in the display window of the memoir pen. The patient was unable to use the pen, so the patient used a needle/syringe combination to deliver the required insulin. The patient resumed using a replacement memoir pen six days later and had been used five days later without problems. The reporter did not believe the memoir pen contributed to the diabetic ketoacidosis. Five days after the original date, the patient had a blood sugar reading of 521 mg/dl. The patient had not recovered from the event of high blood sugars. Humalog was continued at 1-7 units on a sliding scale three times daily via humapen memoir. This memoir reusable pen report included a product complaint. The patient was not a trained user of the device. The user did not prime before injections. The pen was stored at room temperature. The patient also used an insulin detemir pen concurrently. The general duration of use of the device was four months and problem device duration of use was not provided. The device was used and the return status of the device was not provided. Update 16-oct-2007: follow-up info received from the lam site the same day. Reporter contacted the company nine days after the original date, to follow-up on the status of the memoir voucher. Clarifying info was provided regarding the use of the problem device and its relationship to the event of diabetic ketoacidosis. In addition on 16-oct-2007, cid info was appropriately added to this case. Updated the products tab, device tab, and narrative with the changes. Update 18-oct-2007: follow-up info was received from the united states compliant mgmt sys on 16-oct-2007. Contact was made with the initial reporter on 16-oct-2007 and new info was reported added events of headache, stomachache, and extreme thirst. Updated the patient tab, products tab, device tab, and events tab with the changes. Additional follow-up was received on 16-oct-2007 and was processed as a new clinical episode and case was created. Add'l info will not be requested.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred.